Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid and residue/debris on product. Visual inspection found haptic torn with debris on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles and significant shallowing of ac h11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault with rotation, significant reduction of iridocorneal angles and shallowing of ac. The lens was repositioned but that did not resolve the problem. In a separate surgery the lens was exchanged with a shorter length and the problem was resolved. The cause of the event is unknown.